Event description:
Boston scientific crm received information that this pacemaker was exposed from the patient's skin. The device was explanted as an infection or pressure necrosis was suspected. The device was discarded and will not be returned. A new device was to be implanted on the right side of the chest in the near future.

Manufacturer narrative:
A new device was to be implanted in the near future. The explanted device was not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.